Event description:
It was reported on (B)(6) 2012 reported that the patient's implantable neurostimulator (ins) was reprogrammed following an interrogation that yielded low impedance values. It was noted that the patient had symptoms of frequency, urgency, and incontinence returning as well as "pulsing in [her] great toe." Additional information received on (B)(6) 2012 reported that the patient experienced a loss of therapeutic effect. Low impedance values were still present. Additional information received on (B)(6) 2012 reported that the patient's lead (model#3889-28, lot: unknown) was replaced and that the patient recovered without sequelae. The patient's old lead was disposed of according to biohazard instructions.

Event description:
Additional information stated the patient had a lead revision on (B)(6) 2012 and at a follow up appointment on (B)(6) 2012 the patient reported the same symptoms. On (B)(6) 2012, some coccyx area pain was noted.

Event description:
It was reported the patient had a bad fall in (B)(6) 2011. It was noted, the patient injured their lower back and knees. It was also noted, the patient damaged their implantable neurostimulator (ins) system and had a revision. It was also noted, the patient stated this happened when they were cleared for exercise. It was also reported the patient's lead was "cracked" and when they were doing some exercise they must have "completed the crack."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot#: v745423, serial#:, implanted: 2011 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).